Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient´s husband reported upon removal of the needle cap, the cannula was fully deployed prior to placement. There was no impact to the patient's glucose level reported, and no information regarding treatment was provided.